Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 23-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient had pump movement in the pocket. There were no environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the pump was re-anchored to the pocket. During the procedure. The catheter was observed to be very twisted and kinked. The catheter was removed from the pump with difficulty. The white hub broke off from the pump connector portion and had to be removed with pliers to connect new catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter on the 8784 catheter: analysis identified twisting in the catheter. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.